Event description:
Consumer claims to have been pierced with the inverness system at a retail vendor in 2001. Sought medical attention for redness and swelling at the piercing site almost a month later. Consumer was admitted to the hospital and an incision and drainage was performed and oral and i.v. Antibiotics were administered. Consumer was discharged two days after admission and both oral and i.v. Antibiotics were continued at home.